Event description:
It was reported that the pump touch screen was cracked and unresponsive. Customer¿s blood glucose level was 151 mg/dl. The customer resumed insulin delivery for basal delivery and will use manual insulin therapy for bolus delivery.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.